Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: fourteen samples. There are no previous complaints of this batch. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. The samples received were subjected to analysis of tensile strength in the knot and attaching the needle to thread with the results fulfill OEM requirements. The threads of the received samples underwent friction testing, noting that none of the threads frayed. Final conclusion: the complaint not corresponding ( not justified). Actions: no corrective or preventive action is required since the samples tested fulfilled specifications and the review of the batch mfg record showed no deviations.

Event description:
Country of complaint: (B)(6). The suture is fraying while being pulled throughthe tissues.